Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. Analysis was unable to perform the occlusion test due to button/keypad anomaly. There was moisture damage found on the electronics. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 349 mg/dl. The customer states the insulin pump was exposed to water and is now alarming button error. The customer treated for the high blood glucose with a manual injection. The customer did experiencing symptoms of excessive thirst. The customer did contact their healthcare professional and does have a backup plan; manual injections. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.